Event description:
The intra-aortic balloon was inserted into the pt on 6/28/1998 at 3:45 pm and removed on 7/1/98 at 7:00 pm. The iab did not malfunction. The pt had bleeding that was not severe. The iab was not returned to datascope. On 1/18/1999, datascope was notified that the pt had severe bleeding and a transfusion was required (contrary to what was originally reported) on 8/26/1998. (Event complications: bleeding/not severe-rpt'd 8/26/1998; severe) bleeding/transfusion. Rpt'd 1/18/1999. (Pt's current status: discharged-rpt'd 8/26/1998.)